Manufacturer narrative:
Corrected data: health effects - clinical signs and symptoms or conditions corrected health effects - health impact corrected.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the extension set leaked from the pigtail. No patient injury reported.